Manufacturer narrative:
Balt USA reference: # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240300526 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "treatment of large thrombosed mac aneurysm with coil and flow diverter. The coil was the first used, as the 4th loop was not well the physician pulled a little as usual in order to optimize the placement of the coil. But immediately he lost the control of the coil witch was unable to be pulled or pushed. Actually, the coil was stretched. Physician tried to remove it with a goose neck but without success as the stretched part of coil was broken during those retrieving attempt a long segment of stretched coil was removed out of the patient. The coiling was finished and the flow diverter deployed as previous. A carotid stent was deployed in the cervical segment of carotid artery in order to trap the loose end of the coil that was stretched. " incident report form submitted for this complaint indicates that no patient injury was sustained. Update 22apr2025- additional information received from the issuer: "1. Were any attempts made to detach the implant coil using the detachment controller? No, because after stretching the coil had been broken during retrieval attempts. 2. Can you confirm if the device was implanted? Yes, but partially only. "